Event description:
The customer complains about blood leak during treatment. Qb-250ml/min. Uf = 1.1l/hr. Venous pressure = 175mmhg dialysate pressure = 160mmhg fmc 4008b. There was insignificant blood loss. No medical intervention was needed. No serious injury.